Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the reported event date. Failure analysis of the returned device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be confirmed; the controller was able to adequately drive the system and display the correct batteries' capacities. No failure was detected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller made a tapping sound and displayed a different battery level than what the batteries displayed.  The controller was exchanged.  No patient complications have been reported as a result of this event.